Manufacturer narrative:
The customer reported that one of the displays on a dual central nurse's station (cns) was blank. Technical support (ts) had the customer verify that all cables were connected. The customer then exchanged the power bricks between displays; however, the issue remained. Ts informed the customer that the display has failed and to have their biomed involved so that the monitor can be exchanged or further troubleshoot the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6)2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6)2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: (B)(6)2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The customer reported that one of the displays on a dual central nurse's station (cns) was blank. There was no patient injury reported.

Manufacturer narrative:
Details of complaint. The customer reported that one of the displays on a dual central nurse's station (cns) was blank. Technical support (ts) had the customer verify that all cables were connected. The customer then exchanged the power bricks between displays; however, the issue remained. Ts informed the customer that the display has failed and to have their biomed involved so that the monitor can be exchanged or further troubleshoot the issue. There was no patient injury reported. Investigaton summary: the customer did not respond to follow up attempts; therefore, a root cause cannot be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The customer reported that one of the displays on a dual central nurse's station (cns) was blank. There was no patient injury reported.